Event description:
It was reported that the devices pop out of drive into neutral when taking turns. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not evaluated by a stryker field service technician to determine the root cause. H3 other text: device not accessible for testing.

Event description:
It was reported that the devices pop out of drive into neutral when taking turns. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.